Event description:
Additional information was received regarding the patient's seizures from the physician. The increased seizures activity may have been associated with the battery running down verse the need to adjust medications. The patient was referred for a generator replacement following the change in seizures. The patient was not having more seizures than she had prior to vns but was having 'small seizures' and generalized tonic clonic. Since battery replacement seizures have resumed to same quantity and severity before vns battery replacement.

Event description:
Additional information was received that product analysis was completed on the generator. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.023 volts, indicating a depleted battery. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed. With the exception for capacitor c4 out of specification, the post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. This is not expected to have an adverse effect on battery longevity. The cause for the out of specification capacitor value is likely associated with component aging. Review of the internal memory locations within the generator suggests the existence of an error in calculating the device's total consumed energy. This error results in an incorrect device longevity estimate. Other than the noted errors, there were no performance or any other type of adverse conditions found with the pulse generator. The error in calculating the device's total consumed energy found in the internal memory will be reported on the next quarterly remedial action exemption (rae) report.

Event description:
It was initially reported that the patient was having a change in seizure pattern. The seizures were reported to have been stronger but less frequent. There was no information provided as to if the seizures were stronger then prior to vns. The patient has been referred for a generator replacement due to the generator nearing end of service. It is unknown if the stronger seizures were related to the generator nearing end of service. Surgery if likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: follow-up #1 inadvertently did not fill in new information as the model of generator was known at that time. Model #, corrected data: follow-up #1 inadvertently did not fill in new information as the model of generator was known at that time. Serial #, corrected data: follow-up #1 inadvertently did not fill in new information as the serial of generator was known at that time.

Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.